Event description:
It was reported patient was revised due to instability approximately 10 years post implantation. No additional information is available at this time.

Manufacturer narrative:
(B)(4). G2:australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned bearing identified excessive wear consistent with usage. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for the reported part and lot combinations. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial operation performed with no noted complications; lateral compartment narrowing which worsens on stress views. This complaint cannot be confirmed. The root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.